Manufacturer narrative:
(B)(4): the local philips service representative reported that the user initiated philips performance verification pt lead leakage safety test did not pass. This test is conducted when the device has been removed from clinical service. There was no pt involvement. The local philips service representative evaluated the device and resolved the issue by replacing the leads ECG connector and parameter pca. The device passed performance assurance testing and was returned to service. We are considering this a malfunction, but we cannot determine the exact cause sine multiple parts were replaced.

Event description:
The local philips service representative reported that the user initiated philips performance verification pt lead leakage safety test did not pass. This test is conducted when the device has been removed from clinical service. There was no pt involvement.